Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed there were no errors related to the customer complaint. The device was visually inspected and there was a broken downstream occlusion seal. A visual inspection was performed and the reported issue was confirmed. The cause of the reported issue was unknown. The device was beyond economic repair. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited a damaged pin. During physical inspection, it was found that there was a broken downstream occlusion seal. There was no patient involvement, no injury was reported.